Manufacturer narrative:
The pump was returned to animas for eval. The keypad intermittently responded to button presses. The keypad was removed and adhesive was found under the button contacts.

Event description:
The pt reported that the down arrow does not always respond to button presses.